Manufacturer narrative:
The device history record was reviewed indicating that product was released accomplishing all quality standard requirements. There were no non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. The complaint sample was not returned to the manufacturing site for review. With the available information, it is not possible to confirm a root cause for this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that the catheter was not properly set and it came out from the right atrial. The catheter had to be removed and replaced. When the catheter was being removed, it was observed that the cuff had no fibrous tissue surrounding it after six months of being implanted. The surgeon commented that the catheter was removed without presenting any resistance (very easily).

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.